Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that the code number could not be changed. The pt initially stated that the meter "would not code". Then pt then stated he does not think that he had coded the meter since he obtained it because he did not know how to code the meter. The pt stated he has suffered from both a high and a low blood glucose episode. At the time of the low blood glucose episode, paramedics treated him with peanut butter sandwiches. No replacement items have been sent.